Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap chole procedure during the instrument transfer, the cannula of the device broke, plastic shavings believed to be the interior trocar cannula fell into the patient the pieces were retrieved by the surgeon. Another trocar was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the distal end of the obturator was gouged. The trocar, cannula, circular seal and envelope seal appeared intact. The obturator was received inserted in to the cannula, prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouges at the distal end of the obturator may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.